Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on 2(B)(6) 2018 a male patient of unknown age underwent a thoracic endovascular aortic repair (tevar) with zta-pt-44-40-233-w1 (complaint device) in zone 3 by right approach. On (B)(6) 2021, type 1a and type 1b endoleak + aneurysm enlargement due to stent graft migration was confirmed, so the physician decided to perform urgent tevar by placing zta-pt-42-38-173-w1 (B)(4) additionally. Both right and left access routes were poor with calcification. Although two times pta ballooning were performed and the approach was changed from fa to the eia the delivery system of zta-pt-42-38-173-w1 could not be advanced. The procedure was abandoned and coil embolization in the leaking site was performed instead. Endoleak was not confirmed after coil embolization. There have been no adverse effects to the patient reported. Review of the device history record gave no indication of the device being produced outside of specifications. No device was returned and no imaging was provided. Based on the reported information a cause could not be established due to the limited information available, however possible calcification of vessels could have contributed to the event. Per the instructions for use endoleak and component migration are known potential adverse events. Cook will reopen the complaint if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: other healthcare professional. Title unknown. Similar to device marketed under PMA/510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2018, a male patient with a poor access route had undergone tevar with zta-pt-44-40-233-w1 ((B)(4)) in zone 3 by right approach. On (B)(6) 2021, type 1a and type 1b endoleak + aneurysm enlargement due to stent graft migration was confirmed, so the physician decided to perform urgent tevar by placing zta-pt-42-38-173-w1/ e3978072 ((B)(4)) additionally. Both right and left access routes were poor with calcification though, the additional procedure was performed on the same day, (B)(6) 2021, by left approach. The physician judged that the patient was suitable for the procedure since he had experienced tevar before. Pta with an 8mm balloon was performed first and the delivery system was inserted, but the delivery system could not be advanced. Additional pta with a 10mm balloon was performed, but the delivery system of zta-pt-42-38-173-w1/ e3978072 could not be advanced again. Then, approaching point was changed from the fa to the eia, but because advancement of the device failed again, the approach site was changed from left to right, but it failed again. Considering the risk of vascular damage, treatment by placing a stent graft was abandoned and coil embolization in the leaking site was performed instead. Endoleak was not confirmed after coil embolization. There have been no adverse effects to the patient reported. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.